Event description:
Per the surgeon, the patient was explanted due to an exposed electrode lead and a cholesteatoma in the side of the implant. Patient was explanted in 2009. No information was provided on reimplantation at the time this report was filed nine days later.